Event description:
It was initially reported to boston scientific corp that a combo cath wire-guided cytology brush was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B) (6)2009. According to the complainant, during the procedure, the cytology brush would not advance out of the catheter. This device was removed and the procedure was completed with another combo cath wire-guided cytology brush device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; a tear in the guidewire channel.

Manufacturer narrative:
(B) (4). During the eval, the working length of the device was found to be bent in multiple places. The thumb ring cannula was also found to be bent. A tear was also found at the distal end of the guidewire channel. The tear was jagged in nature and 1.7cm in length. A functional eval found that the brush could not be actuated with the thumb ring of the device. It is believed that during placement of the device inside the scope, it became bent which did not allow the brush to be extended due to the brush wire and extrusion binding together. Based on the results of the device investigation, the most probable root cause is operational (B) (4).